Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2021.

Event description:
Related manufacturer reference number: 1627487-2021-18063. It was reported that the system never provided effective therapy for the patient. Patient also stated that the lead was causing pain. Reprogramming was attempted without success. As a result, surgical intervention may occur to address the issue.